Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician (biomed) reported to fresenius technical support that blood loss occurred during hemodialysis (hd) treatment after a 2008t machine alarmed with a remove usb device 2 message. The blood pump stopped and the alarm could not be reset which prevented the patient's blood from being returned. Additional information was provided by the user facility clinic manager (cm). There was no patient injury and no medical intervention was required as a result of the reported event. Treatment was terminated three minutes prior to completion. The patient's total estimated blood loss (ebl) was approximately 150 ml. The biomed stated that the reported issue could not be duplicated. The machine has been returned to service without reoccurrence of the reported issue. No parts are available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed.

Event description:
A user facility biomed technician (biomed) reported to fresenius technical support that blood loss occurred during hemodialysis (hd) treatment after a 2008t machine alarmed with a remove usb device 2 message. The blood pump stopped and the alarm could not be reset which prevented the patient's blood from being returned. Additional information was provided by the user facility clinic manager (cm). There was no patient injury and no medical intervention was required as a result of the reported event. Treatment was terminated three minutes prior to completion. The patient's total estimated blood loss (ebl) was approximately 150 ml. The biomed stated that the reported issue could not be duplicated. The machine has been returned to service without reoccurrence of the reported issue. No parts are available to be returned to the manufacturer for a physical evaluation.